Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius customer service on (B)(6) 2023 to report that a fluid leak was discovered during a fill phase of treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette, and the film on the back of the cassette was not loose. The cycler prompted with a notice filling slowly message prior to the fluid leak. Upon follow-up made on (B)(6) 2023 the pd patient contact stated a large pool of fluid was found around the cycler cart floor in the middle of the night during a fill phase of an unknown cycle of treatment. The contact stated treatment was immediately stopped and cancelled after the fluid was found. Fluid was not discovered in the pump module area or on the external of the cassette, and the contact stated the cause and location of the leak was unknown. The contact stated the heater tray remained dry, and the heater and supply bags were dry and not leaking. The connection points were also secure and dry. Per contact the patient reported feeling abdominal pain later that day and was hospitalized on (B)(6) 2023 due to abdominal pain and an unspecified infection. The contact stated the samples were discarded and were no longer available to be returned for evaluation. Attempts to obtain additional information were unsuccessful. It was not confirmed if the unspecified infection was peritonitis.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal and likely causal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of abdominal pain with subsequent hospitalization and diagnosis of an unspecified infection. The patient was in pd therapy utilizing the liberty select cycler with liberty cycler set when a fluid leak was discovered during a fill phase. There were alarms/warnings on the liberty select cycler prior to leak. The treatment was discontinued immediately; however, a location and cause for the leak was not determined. The patient¿s symptoms began later the same day, and he was diagnosed with an unspecified infection. Although it was not confirmed that the infection was peritonitis, it is likely that due to abdominal pain and reports of a leak during treatment, the infection was peritonitis. Unnoticed leaks are a leading cause of contamination in pd therapy that can lead to peritonitis. No information was obtained pertaining to the patient¿s pd culture results; however, the international society for peritoneal dialysis (ispd) recommends the patient be treated with prophylactic antibiotics after exposure to a wet contamination or leak. Although there are no product samples available for return for manufacturer evaluation, it is likely that the leak reported by the patient is the cause of the patient¿s infection and hospitalization. Therefore, the liberty select cycler and liberty cycler set cannot be excluded as the cause of the patient¿s infection.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius customer service on (B)(6) 2023 to report that a fluid leak was discovered during a fill phase of treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette, and the film on the back of the cassette was not loose. The cycler prompted with a notice filling slowly message prior to the fluid leak. Upon follow-up made on (B)(6) 2023, the pd patient contact stated a large pool of fluid was found around the cycler cart floor in the middle of the night during a fill phase of an unknown cycle of treatment. The contact stated treatment was immediately stopped and cancelled after the fluid was found. Fluid was not discovered in the pump module area or on the external of the cassette, and the contact stated the cause and location of the leak was unknown. The contact stated the heater tray remained dry, and the heater and supply bags were dry and not leaking. The connection points were also secure and dry. Per contact the patient reported feeling abdominal pain later that day and was hospitalized on (B)(6) 2023 due to abdominal pain and an unspecified infection. The contact stated the samples were discarded and were no longer available to be returned for evaluation. Attempts to obtain additional information were unsuccessful. It was not confirmed if the unspecified infection was peritonitis.